Event description:
It was reported that, during a thr surgery, the tip of a polarstem modular head for 21000662 broke upon impaction of head. No pieces fell into the patient. Surgery was finished after a delay of 30 minutes or less, with a sn back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
H3, h6: it was reported that, during a thr surgery, the tip of a polarstem modular head for 21000662 broke upon impaction of head. No harm to the patient or further complications reported the device, used in treatment, was not returned for investigation nor was a batch number communicated. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the complaint history was conducted. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A relationship between the reported event and the device cannot be confirmed and the root cause of the reported issue remains undetermined. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.